Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and los of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient is hypo-unaware and does not know when his bg drops. On (B)(6) 2021, the patient self-treated with insulin as his cgm displayed 398 mg/dl. However, he alleged his bg must have been lower as he lost consciousness and an ambulance was called. It was not confirmed who called the ambulance, but his bg per the paramedics was 32 mg/dl. The patient was treated with IV glucose, transported and admitted to the hospital for approximately a week. The patient regained consciousness after several days. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.